Manufacturer narrative:
The pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. There was no motor error alarm noted during bolus basal delivery. The motor passed motor test. The pump had a scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of motor error with customer's insulin pump. The customer's blood glucose level at the time of incident was 568 mg/dl. The customer treated for the high. The customer's most current level was unknown. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.